Manufacturer narrative:
Concomitant medical product: poly insert implant size 36 +4, 1230-7504-002, lot # 2105613. The revision surgery was completed as intended. The investigation is ongoing. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent initial shoulder arthroplasty and approximately 10 months later was revised due to dissociation of the humeral insert from the humeral stem. The previous humeral insert was replaced with a +12 spacer and 36+0 insert. The patient reported an event pushing a shopping cart that may have caused the dissociation of the insert. Attempts to obtain further information have been made and no further information has been provided. Customer has indicated that the implants will not be returned for investigation as the implants were discarded by the hospital.